Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer¿s blood glucose level. The customer was advised to continue using the pump since the malfunction was cleared when it was plugged in, and the customer understood the instructions to call back if the malfunction code recurred.